Manufacturer narrative:
This report is being submitted as follow-up no. 1 to update section h3, and to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. Although the sample was not available for evaluation, five (5) cds were received with angiograms and computed scans (CT) s of the reported incident. The complaint was confirmed for a potential anchor and collagen deposition into the artery. The exact root cause was unable to be determined. The likely cause was determined to have been excessive tamping or improper closure technique leading to anchor or collagen deposition into the artery. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Event description:
The user facility reported that the angio-seal device involved was used at patient on 20 (B)(6) 2023. There were no problems during puncturing the common femoral artery (cfa) and an 8 french sheath size was used. After the procedure, the angiogram of the cfa was performed. No calcifications. The angio-seal was placed successfully. No other equipment or devices were used with the reported product. After three (3) weeks the patient came back to the hospital. Angiogram of cfa was performed and a stenosis of the cfa in the anchor was found. Stenosis was treated on (B)(6) 2023. Patient was in stable condition but harmed. Additional information was received on 10 march 2023: a ultrasound picture revealed where the anchor and collagen were visible in the vessel.

Manufacturer narrative:
The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. A review of the device history record of the product code and lot number combination was conducted with no findings.